Event description:
Our clinical laboratory is measuring serum creatinine using an olympus 5400 chemistry analyzer. This instrument has had three instances in which many patient creatinine results were reported that were grossly in error. When the issue occurs, the instrument will report a creatinine value which can be as much as double the true value. When this happens, there are no instrument error flags or malfunction codes. Significant deviations in serum creatinine concentration clearly have clinical triage and care implications.